Event description:
During testing by the user facility's biomed engineer, unrestricted flow was noted when the device door was opened. There were no reports of any adverse events while the device was in clinical use.